Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the scissor tips. Visual inspection of the distal end found one of the scissor tips to exhibit thermal damage. The tip was found to be charred and appeared melted, which is indicative of arcing. The other tip does not exhibit any physical damage. The grips cannot open and close properly as a result of the damage. An electrical continuity test was performed, and the instrument passed. The housing was removed from the back end, no damage was observed. The root cause for the thermal damage on the scissor tips is attributed to the mishandling/misuse. The monopolar curved scissors part #470179-19 / lot/serial #(B)(4). Was last used on (B)(6) 2022 on system (B)(4) with 5 uses remaining. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage, and this was discovered during central processing. Failure analysis found the tip of the mcs was charred and appeared melted, which is indicative of potential arcing. At this time, it is unknown what caused the thermal damage or arcing to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during central processing, the tip of the monopolar curved scissors instrument was found to be damaged. The last procedure in which the instrument was used was noted to have been completed with no reported injury. Isi made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.